Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 29may2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device has a damaged door and sear. It needs a wiring harness. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device has a damaged door and sear. It needs a wiring harness. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced damaged 3rd party door assembly, broken door latch, broken bezel, broken air in line, completed recall on broken rear case. A review of the device history record showed the device had a manufacture date of 05/29/2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damaged door and sear/ needs wiring harness of the kit door assy 8100 rohs. During servicing we identified a faulty sear which constitutes a reportable malfunction. There was no patient involvement. This failure mode is being monitored through previously investigated complaint process. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2014-0284 for lvp air in line. CAPA #: _00926 for lvp door latch.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device has a damaged door and sear. It needs a wiring harness. No additional information was provided. There was no patient involvement.